Event description:
It was reported that both sides of the stent were already inflated. A 16 x 2.25 rebel stent was selected. Upon opening the box of the device, it was noted that both sides of the stent were already inflated. The device never went inside the patient¿s body. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) and stent. There was contrast in the inflation lumen and balloon. Although it was reported that the device was not used, the presence of contrast media in the inflation lumen and balloon is indicative of handling beyond simply unpackaging the device, as was reported. There were numerous kinks throughout the hypotube of the device. Microscopic examination revealed that the stent was secure on the balloon between the markerbands; however, the ends of the balloon and stent were partially inflated/deployed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that both sides of the stent were already inflated. A 16 x 2.25 rebel stent was selected. Upon opening the box of the device, it was noted that both sides of the stent were already inflated. The device never went inside the patient's body. The procedure was completed using another of the same device. No patient complications were reported.